Manufacturer narrative:
No keypad anomaly could be tested due to a missing keypad overlay. The keypad traces were damaged and dented. However, the insulin pump functioned properly using another keypad overlay. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, cracked reservoir tube lip, cracked reservoir tube window through the reservoir tube, cracked battery tube threads, a missing end cap sticker and a missing address and serial number label.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer received a button error alarm. It was reported that customer was using a paper clip to activate buttons and as a result, the keypad became detached. Insulin pump would need to be replaced.